Event description:
Related manufacturer report number: 3006705815-2023-03899. It was reported that both of the patient's leads migrated and the patient lost effective therapy. Surgical intervention was undertaken wherein the patient's leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.